Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that daughter was trying to move mother and she was in bed trying to move her into a wheelchair with a drive lift and hoyer sling. As daughter was lifting her mother, the mother slipped out of the sling and fell face forward onto the floor. Mother has lower body dementia parkinson's disease and had a tremor which caused her foot to kick out and her to slip onto the floor face first. Mother broke her nose and some facial bones. She also suffered from 3 brain bleeds and she had a tooth that fell was hanging after she fell and eventually they removed it. This was a front top tooth. Daughter called 911 and ambulance arrived and took her to the hospital (lewis county hospital). From that hospital, they transported her to an upstate trauma center in syracuse (daughter is unsure of the name of the facility there). Complaint #60138374 and ra #84094445 was entered into our system to have the sling returned for investigation. As of this writing, the sling has not been returned.